Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The physician decided to remove the lead and replaced it with a new lead as the physician felt that the fixation method was less likely to become dislodged again. This lv lead is no longer in service and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.